Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's ipg only lasted a year and was no longer functioning. The patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect device malfunction. The patient was doing well postoperatively.